Event description:
It was reported that a load wheel casting broke while loading a patient into the ambulance. No adverse consequence reported.

Manufacturer narrative:
It is likely that repetitive loads above specification caused the event.